Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle failing to retract. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported needle failing to retract could not be determined. No damages or deficiencies to the fluid path were observed that could have contributed to the reported pain during insertion at the infusion site. The cause of the reported pain during insertion at the infusion site could not be determined. Blood was observed on the adhesive pad. No damages or deficiencies were observed on the bottom housing or environmental seal that would have contributed to the observed blood. Inspection of the formed needle found no damages or deficiencies that would have contributed to the reported event. The cause of the reported bleeding could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values dropped to 52 mg/dl.